Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Ti was reported that when the technician withdrew the sheath from the tissue tract, no advancer tube was present. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle with the sealant sleeve pulled back against the shuttle. The procedural sheath was positioned over the balloon. The sealant was exposed beyond the slit of the shuttle tube. Blood was observed on the full length of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated an the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1304301) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube and the probable root cause for the reported failure to deploy could not be conclusively determined.